Event description:
Complainant alleged that during functional testing. The device displayed a red "x" indicator and the device can not be used. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.